Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump emitted a loss of prime warning; the patient reportedly disconnected from site, did rewind and load steps but the load step dispensed all of the insulin and gave a "no cartridge detected" warning. The patient reportedly rebooted the pump, refilled the cartridge and again during the load step insulin was dispense. The patient confirmed being disconnected from the site during these steps. This report is made based on the allegation that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were some load step malfunctions and loss of primes recorded in the black box. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of prime. The force sensor calibration was within specifications. The leak test failed due to crack in case between lens and case seal at the upper right corner of lens. The force sensor was removed from motor assembly and the force sensor plate was found to be corroded. Investigation confirmed issue in history but was not able to reproduce during investigation.